Manufacturer narrative:
We are attempting to obtain further details on this event. A follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
We are unable to fully investigate this report as we have not had any response to our attempts to obtain further information. No sample, lot number, or product code is available for investigation. Clinical evaluation: chronic pain is characterized by pain that persists despite treatment and for longer than expected. Causes are varied and pain can occur anywhere in the body. Pain post-surgery for hernia repair may be the result of suture fixation and may lead to mesh contracture and other complications that may require surgical intervention. The fixation technique, method and products used are left solely to the discretion of the surgeon to optimize clinical outcomes. Important aspects of user experience include the necessity of having operative planning with full identification of the extent of the hernia, adept skills in the application of sutures/tacks, and reconstruction skills assuring closure of the wound in layers and coverage of the implanted mesh with minimal space for serous collections and no direct pathway to the mesh from the skin. The instructions for use state complications that may occur with the use of any surgical mesh include, but are not limited to, inflammation, infection or mechanical disruption of the tissue and/or mesh material and possible adhesions when placed in direct contact with the viscera (intestines).

Manufacturer narrative:
The lot history records was reviewed and showed the mesh met specification for suture retention strength and ball burst strength. Sterilization records were reviewed and show that the lot was released. Based on the available lot information, the device was manufactured according to the appropriate manufacturing procedures and met all required specifications for the device at the time of manufacture.

Event description:
Received report (B)(4) that had information about a patient experiencing difficulties after a mesh was implanted in 2012.